Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified and heavily tortuous artery causing the reported failure to advance and reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event - (B)(6) 2021 was removed and correct date of (B)(6) 2021 was added.

Manufacturer narrative:
Date of event: estimated date. The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous right coronary artery. The 2.50x38mm xience sierra stent delivery system (sds) failed to cross due to anatomy. It was noted during removal of the sds resistance was also met with anatomy. The procedure ended without treatment as the patient had a renal issue. There was no adverse patient effects and no clinically significant delay. No additional information was provided.